Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage d shock on inotropes and vasopressors prior to initiation of support. The impella was inserted for ventricular support post- percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. While the patient was in the cardiac catheterization lab, following peel-away sheath removal, hematoma developed at the access site around the sheath. Manual pressure was held. Bivalirudin was given during the procedure. Hemoglobin was 14.6 g/dl at the time of the bleed (previously 15.7 pre-procedure). Estimated blood loss was 50 cc. The device functioned at p-3 at 1.9 l/min with no issues. The post-procedure outcome was survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Asae/hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.